Manufacturer narrative:
(B)(4), per exemption number e2017013. Device evaluation by manufacturer: no conclusion is yet available; investigation is currently in-process. Report source: under the above section "user facility" was incorrectly selected. The only report source is "health professional".

Event description:
N/a.

Manufacturer narrative:
Device evaluation by manufacturer: a field service engineer (fse) replaced the cup transfer assembly; however this did not resolve the issue. The fse requested assistance from another fse. The second fse found that the z-motor had no torque from the cup transfer assembly. The second fse replaced the driver board and cup transfer assembly and performed CT alignments. The fse ran cup transfer test without any errors. The aia-900 instrument was performing within specifications. No further action was required. A complaint history review and service history review for similar complaints was performed for serial number (B)(4) from 29-sep-2016 through 29-oct-2017. There were no other similar complaints identified during the searched period. The aia-900 operator's manual under section 12: flags and error messages, indicates that 4151 c.trans-z home detect error is generated when the home sensor s062 failed to be activated after the transfer y moved toward the home position. A retry will take place, and if there is no improvement a mf flag will be attached to the measurement result. The action to be taken in order to address the error message is to contact the tosoh local representative. The most like cause of the reported event was due to faulty cup transfer assembly and driver board. Additional manufacturer narrative: (B)(4) per exemption number e2017013.

Event description:
N/a.

Manufacturer narrative:
H.10. Additional manufacturer narrative: tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. H.3. Device evaluation by manufacturer: no conclusion is yet available; investigation is currently in-process.

Event description:
On (B)(6) 2017 a customer reported getting 4151 c.trans-z home detect error message on the aia-360 system. The customer was unable to run patient samples on intact parathyroid hormone (ipth), progesterone (prog ii), and estradiol (e2). On (B)(6) 2017 a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for ipth, prog ii, and e2. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.